Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on information provided and without the device to analyze, the cause for the reported unintended movement (clip opened while establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and flail posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade 1 post procedure. During deployment sequence of second clip, the clip was unable to pass establish final arm angle test (efaa) as it opened up 20-30 degrees. Troubleshooting was performed and the clip was implanted successfully. There was no clinically significant delay or adverse patient effects reported.